Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. The bolus wizard functioned properly per bolus wizard sample in the user guide. The pump had cracked reservoir tube lip and scratched lcd window. The pump uploaded properly using carelink pro. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a bolus wizard anomaly from the insulin pump. The customer's blood glucose reading was 36 mg/dl. The customer treated with a juice box and lunch. The customer stated that his bolus wizard is recommending dosage amounts that seem too high. The customer stated that the pump gave him 7.85 units of insulin rather than 6.57 units. The customer stated that it only took place during a food bolus rather than a correction. The customer will be sent a replacement pump.